Manufacturer narrative:
A ge service rep performed an onsite investigation and reconnected the camera control ribbon cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a camera error message, and would not display an image. No pt injury was reported.